Manufacturer narrative:
The device will be evaluated upon receipt.

Manufacturer narrative:
It was reported that just prior to icf deflation the balloon lost occlusion. Upon removal and inspection of the device there was a small hole in the side of the balloon. No patient injury. Additional information: it was reported that the physician was not suturing when the loss of occlusion occurred. There was evidence of a very small amount of calcification in the aorta. The device was being used for a redo mvr. The balloon lost occlusion just prior to the planned deflation, so did not alter operative strategy. The device was left in place for aortic root venting following deflation and was not needed for any purpose during the remainder of the case. Evaluation: the returned device was evaluated and found to have a small pinhole leak in the balloon. The complaint that there was a hole in the balloon was confirmed. The root cause of this complaint cannot be determined. Trends for this issue are in control and will continue to be monitored. Manufacturing records were reviewed and there were no related ncr's found. There will be no pra or CAPA initiated at this time. The instructions for use, training and risk control measures are appropriate at this time. Trends will continue to be monitored on through the edwards quality system.

Event description:
It was reported that just prior to icf deflation the balloon lost occlusion. Upon removal and inspection of the device there was a small hole in the side of the balloon. No patient injury. Additional information: it was reported that the physician was not suturing when the loss of occlusion occurred. There was evidence of a very small amount of calcification in the aorta. The device was being used for a redo mvr. The balloon lost occlusion just prior to the planned deflation, so did not alter operative strategy. The device was left in place for aortic root venting following deflation and was not needed for any purpose during the remainder of the case.